Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl. Technical support instructed the customer to remove the cartridge and inspect the o-ring, which was found to be damaged, leading to its discard. The customer was assisted in filling a new cartridge and cleaning the pneumatic tap area. After following on-screen instructions, the customer successfully loaded the new cartridge onto the pump and resumed insulin therapy. Technical support advised monitoring system performance and agreed to send cartridge replacements. The customer understood and acknowledged the guidance provided.